Manufacturer narrative:
The insulin pump received with blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The insulin pump was also received with moisture damage on the motor and vibrator tube. The insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 200 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer did not have new battery to continue testing. Customer was advised to allow insulin pump to rest for ten minutes and then insert new battery. Customer called back after insulin pump rest and insertion of new battery. Troubleshooting continued and display screen did not return. Customer was advised that insulin pump would need to be replaced.